Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, and protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
As the device was unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint. The patient was in touch with the office requesting information regarding penile enhancement. Upon consultation, it was identified that the patient had a retractile penis and a tight suspensory ligament. Different modalities of treatment including no surgery, possible risks, complications, alternatives including no surgery, and benefits were all explained to the patient in full detail. The patient had the procedure on (B)(6) 2016. The patient tolerated the procedure well. All post-op visits on (B)(6) 2016 were successful; the patient stated he was well, the wound was dry and clean, and the patient was given the post-op instructions. Five years later on (B)(6) 2021, the patient was examined by the physician, and it was determined the patient had developed severe scar tissue and implant displacement. The patient received a penile implant revision on (B)(6) 2021. The patient tolerated the procedure well. The patient rated his pain a 4/10 after the revision procedure. All post-op visits on (B)(6) 2021 were successful; the patient stated he was well, the wound was dry and clean, and the drain was removed. There are no claims of curvature within the patient's medical records. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, penile curvature, moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures as anticipated adverse events and lists implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion as a potential adverse device deficiency. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature.